Event description:
The neurostimulator (ins) reached normal battery depletion and was replaced. At the replacement surgery the doctor went to unscrew the left side extension and some of the contacts did not stay on. The ins was "corroded" and stripped so, doctor put a plug in on that side and the extension was capped (and still remains). Ins was replaced and the right side was connected. Pt has successful stimulation on right side, but because extension needed to be capped there was no stimulation on left side. An x-ray was done at post op visit and it was determined that the issue lies in the extension not the lead. A week after surgery the pt attempted to recharge, but was unable to make a connection with the pt programmer or recharger. The pt has a doctor's appointment (B)(6)2010. Add'l info has been requested.

Manufacturer narrative:
(B)(4).